Event description:
Physician was attempting to deliver 1 endeavor resolute (3.00mm x 24mm) to a lesion in the lad with 95% but the device could not pass the lesion. The lesion had been pre-dilated. The physician used a new device to complete the surgery. No clinical sequelae were reported. When the stent was returned to the manufacturing facility, the stent of the device was noted to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st distal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results and conclusions: (stent deformation). (Lesion morphology). ¿ 95% stenosis. (Deformation problem). (B)(4).